Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while at a doctors appointment, the customer's blood glucose (bg) was 1147 mg/dl. Customer was driven to the hospital and admitted. Ketones were present and identified as being dangerous by a healthcare provider. Intravenous insulin was administered. Elevated bg was resolved. Reportedly, customer was discharged on (B)(6) 2018 with no permanent damage. Cause of event was not known. Reportedly, customer received additional pump training prior to resuming pump therapy.

Manufacturer narrative:
(B)(4).

Event description:
Prior to being admitted to the hospital, customer was treated in the emergency room (ER) with intravenous fluids (not identified). Blood glucose (bg) was 1140 mg/dl upon arrival to ER and after 3-4 hours was admitted to the hospital. ER physician reported that the pump was not working. Customer reverted to using manual injections for insulin therapy upon discharge and declined tandem technical support's offer to perform a pump system check.